Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.(B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On closing the surgery, balseal of the attune fb cr broken was found after the surgery.

Manufacturer narrative:
Correction: upon inspection of the product, it was determined that the issue was reported in error. Therefore, we are rejecting the report.